Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had experience to hyperglycemia. Customer's blood glucose level was 600 mg/dl. Customer reported that the insulin pump had no delivery alarm. Customer gave herself a manual bolus and then she received the bolus not delivered alert again. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.